Event description:
Customer's father reported that the piston pushed all of the insulin out of the reservoir. The blood glucose reading was 264 mg/dl. Customer was treated with manual injection. He stated that the customer was not wearing the insulin pump during the priming process. There were no alarms for a loose drive support cap in the alarm history. Customer's father stated that the drive support cap appeared to be normal and recessed. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a protruded drive support disk. The insulin pump had minor scratches on the display window, cracked display window corners, cracked battery tube threads, broken belt clip slot and a cracked reservoir tube lip.